Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-19295.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 145 mg/dl, compared with the sensor glucose reading, which was between 55 and 60 mg/dl. The threshold suspend limit was set to 60 mg/dl. The customer stated that she did not exhibit any symptoms of low blood glucose. She reported that the sensor had differences of 150 to 200 units in its readings compared with the blood glucose reading. Nothing further reported.